Event description:
The mynx closure device was placed in the sheath of the right femoral artery. Deployment was attempted, but did not occur. The syringe was pulled back and the stop cock was opened to deflate the balloon. The mynx would not come out. Attempts to aspirate air out of the balloon were unsuccessful. The patient was then taken to the interventional recovery area and the manufacturer's rep and physician were successful in dislodging the balloon on the mynx closure device. Initial assessment revealed the entire device was removed with no remaining fragments, however, additional testing is planned to confirm this. Upon examination, it appeared the wire with the balloon attached pulled inside itself and the wire was still in tact. There was no injury to the patient.